Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having low blood glucose of 19mg/dl, and the paramedics were called. Troubleshooting was performed. The drive support cap appears normal. Reviewed the bolus history and the program was inaccurate. The customer stated that she programmed 24.9 units, but the insulin pump only delivered 12.0 units. The caller stated that she would never give herself that much insulin. The customer mentioned that she has worn the device while getting x-rays and CT scans. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.